Event description:
It was reported that during a pta treatment procedure, there was difficulty noticed on the introduction of the pta guide wire. It was noticed the problem was in the coating. No pt injuries or complications were reported. Same as MFR#: 6000130-2004-00064.